Event description:
It was reported that there was possible ventricular oversensing documented on rhythm strips. There was also possible oversensing on the atrial lead with an atrial sense right after the t wave. It was also reported that the patient had complaint of palpitations at home which was the same feeling the patient had when capture threshold testing was performed in office. Both the ventricular and atrial leads were reprogrammed and the sensing issues are no longer observed. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.